Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that there was nothing wrong with the device. Education was provided for better understanding.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for complex reg pain syndrome type ii and spinal pain. It was reported that the patient used her device on group g and she thought it was set to 0.95v but was not sure. The patient also reported that her leg was hurting so bad. The patient programmer (pp) was used and the patient noticed that somehow, the amplitude was at 1.40v; they thought the buttons were pushed. The stim was then decreased to 0.95v and their legs were no hurting as much. It was then noted that the patient wanted to make sure she got back to the original 0.95v setting because it was working so well. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) to determine what the original setting was. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was indicated that the patient was in a clinical study. It was noted that the event was possibly related to the device or therapy, not related to the implant procedure, and not due to programming. Per a manufacturer representative, there was a patient education issue, which was resolved through a better understanding on the patient¿s behalf. The outcome of the event noted to have been resolved without sequelae as of (B)(6) 2019. No further complications were reported/anticipated.